Manufacturer narrative:
The potential patient treatment delay was a result of voltage error on the system. We've implemented corrective measures to mitigate risks and prevent errors. Daily calibration and quality assurance testing on the system were completed without any issues. No patient harm or other issues were reported. No additional patient information has been received; if further information has been found follow-up MDR will be submitted.

Event description:
The system had a undervoltage error, which delayed the diagnosis and treatment of a patient.